Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl. Carbohydrates or glucose tablets were consumed to address bg. Reportedly, the customer would use the cartridges for a week at a time, tandem technical support advised the customer to change the cartridge every 3 days to stay within labeling. During a follow-up, the low bg cause was confirmed to have been due to the pump settings. Customer adjusted the pump settings to resolve the issue.